Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of ocular pain and device migration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Additional information reported physician stated that xen was not removed by the patient. Patient has a xen implant in the left eye that was well positioned. Patient felt violent pain after they rub their eye violently which they were advised to never rub their eye for a month after surgery. A 2nd xen was implanted to the same eye as the 1st xen was non-functional. Patient is doing ok a year later.

Manufacturer narrative:
Further information from the reporter regarding the event, product, and patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported "a patient who managed to remove" the xen®45 gts from the unknown eye.